Event description:
It was reported that a patient was found to have a left arm occlusion which the physician believed to be vein spasm around the subclavian vein. The implantable cardioverter defibrillator (ICD) and lead were explanted. The patient was recovering, related manufacturer reference number: 2017865-2019-09443.

Manufacturer narrative:
The reported field event of left vein occlusion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.